Event description:
It was reported that the patient had a fall a month prior to the date of this report and lost therapeutic effect. It was noted the patient was in the emergency room as a result of the fall. The patient did not feel a stimulation sensation and her symptoms were "unaffected." It was also noted that the patient had to manually stimulate her bowels to void and her urinary symptoms had changed as well. The patient was taking fiber pills. It was also reported that the patient was seeing the "poor communication" screen with and without using an antenna. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-33, lot# v926210, implanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).